Manufacturer narrative:
The evaluation of the customer issue included a review of compliant text, a search for similar complaints, a review of field data and a review of labeling. Tracking and trending review identified adverse and non-statistical trends for the complaint issue. Complaints were mainly driven by lot numbers 87316li00/87317li00 and/or 90356li00/90360li00 and/or 92421li00/92425li00. A potential non-conformance report was raised to further investigate the increased complaint activity for reagent lot 92421li00/92425li00 for the similar issue of false reactive patient/proficiency sample results or elevated/out of range high control results. The present ticket is related to the non-statistical trends, but not related to the adverse trend for architect havab igg assay, ln 6c29, non-conformances or field action as it was opened for different lot numbers. Specificity testing was reviewed and did not identify any issues. A review of field data indicates that the lot number is performing in line with all other reagent lots. Labeling was reviewed and found to be adequate. Based on all available information, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 6c29 that has a similar us product distributed in the us, list 6l27. The evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The customer observed (B)(6) architect havab-igg results for a patient. Sid (B)(6) generated (B)(6) results of (B)(6) for a serum sample. A plasma sample from the patient generated (B)(6) results. No specific patient information provided. No impact to patient management was reported.